Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer's concern regarding failed accuracy was unable to be confirmed. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Device evaluation: device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample was in good condition. During functional testing, the reported issue regarding failed accuracy was unable to be confirmed. Replaced expulsor as preventive measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -13.5%. No reported adverse effects.